Event description:
At the pt's first post-op visit the md noted the fixator "fell off" the distal screws. The pt states he was stretching his arms overhead and felt the fixator "slip off" the screws. Md replaced the fixator. There was no injury to the pt.